Event description:
It was reported by service report that the cot had a broken retaining post.

Event description:
It was reported by service report that the cot had a broken retaining post.

Manufacturer narrative:
The device was evaluated and repaired.